Event description:
It was reported the physician implanted a 30mm gore® cardioform septal occluder to treat a long tunnel patent foramen ovale on (B)(6) 2024. There were no issues during the case. The patient complained of pain overnight. An echocardiogram showed some fluid around the heart but not enough to drain. The patient could not receive standard antibiotics because the only has one working kidney due to a previous nephrectomy. The patient was negative for fever. On (B)(6), the patient was admitted to ICU with pericardial effusion. 250cc of fluid was drained from around his heart and the port was left in place to continue to drain fluid. The physician and pharmacist worked together for an anti-inflammatory the patient's kidney could tolerate. On (B)(6), the pericardial effusion was seemingly resolved and the drain was removed. On (B)(6), the patient's oxygen mask was removed and he only has a nasal canula. Staff infection was noted. On (B)(6), the patient's glomerular filtration rate was 15 and the physician is considering a round of dialysis. On (B)(6), the patient was still in ICU with panserositis (abdomen, lungs, heart) and remains on supplemental oxygen with a nasal canula.

Manufacturer narrative:
Echocardiographic imaging was provided for evaluation. A gore® cardioform septal occluder can be partially visualized. It appears that the device is in a deployed and released position. The device is not well visualized and without additional imaging it cannot be determined if the device is in a stable position. Also, it cannot be determined if there is an issue with the device based off of the echo imaging provided. The gore® cardioform septal occluder instructions for use list perforation or damage of a cardiovascular structure by the device as a potential device or procedure related adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.